Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she no longer has any humalog and the blood glucose readings are running high. Customer's blood glucose readings were reported to be 441 mg/dl. No further information reported.